Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3093-28, lot # v839811, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v256969, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿basically doesn¿t work¿ and was told by their healthcare professional (hcp) that the device only works for a small percentage of people. The patient noted that, in their circumstance, the ins ¿didn¿t work¿. The patient also stated that the ins works ¿some¿ and that it helped them because if they didn¿t have it on it would be worse. It was noted the patient could not fully empty their bladder and the reported issues had been going on since implantation of the ins. The patient reported that they were following up with their doctor and had only seen the doctor one time (had not seen in ¿a long time¿). The patient had stopped going to the hcp because he had the nurse do the programming on the device. The patient had also gone to another hcp but could not remember their name. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation.